Manufacturer narrative:
Submit date: 3/8/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage on (B)(6) 2018 service found that upon powering on the unit, the screen has a single line that jumps down and then half of screen turns black and the other half of the screen is blank.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit is experiencing a feed error. Upon triage, service found that upon powering on the unit, the screen has a single line that jumps down and then half of screen turns black and the other half of the screen is blank..¿ the unit was triaged and the reported condition was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.